Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the new implantable pulse generator (ipg) was connected during an ipg change-out procedure, there was no pacing noted. The ipg was explanted. The patient was pacemaker dependent and therefore, while a replacement ipg was being prepared and implanted, cardiac compressions were required to be performed. No patient complications have been reported as a result of this event.